Event description:
Pt was admitted to hospital for decompressive cervical laminectomy c-7 and t1, posterolateral fusion with instrumentation, c6, c7, t1 and t2 with intersponous cabling from c6 to t2 and lateral mass screws at c6, pedicle screws at c7, t1 and t2 with the starlock synthes titanium system. The neck was drained with a 10 fr fully fluted blake drain exiting to the right. Two days later the surgeon was in the process of removing the drain when it snapped off at the skin level. Pt was returned to surgery for removal of drain. The retained drain was found floating in the midline of the incision with no apparent suture through it or anything else that kept it from being removed originally. Pathology report of removed drain noted it was 8.5 cm in length and up to 0.25 cm in diameter. The proximal portion showed an irregular ragged proximal margin which measured 1.5cm. The remainder of the drain was soft white plastic with four long longitudinal grooves along the outer surface. Pt discharged in good condition.